Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by biomed that staff said that the device would not power on. Biomed said that when the device was powered on it began to power on, but then locked up with both atrial and ventricular pace lights solid green and no values appeared in the upper screen. Biomed measured the battery voltage and found that it was low. Biomed replaced the battery and the device powered up normally. Biomed will return the device to staff to be placed back in service. There was no patient involvement.